Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment of sluggish performance. The comments of a delay moving from screen to screen and an inability to perform a threshold test were unable to be confirmed. It was also noted that the power cord bay was broken, latch was broken off the media bay door, and the keyboard latch was broken. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was slow to interrogate and to print and that there was a delay as it moved from screen to screen. It was further reported that it failed to complete a threshold test, that the threshold test would stop after two paced pulses even though the stylus touch pen was not lifted off the screen/button. The programmer was returned for service. No patient complications have been reported as a result of this event.